Event description:
Customer reportedly obtained a result of 2.1 inr on the coaguchek xs system and 4.1 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of the suspect system and replacement was sent.